Event description:
The customer contact reported a leak. The tubing set was connected to the pt's peripherally inserted central catheter (PICC) device and was being used to deliver milrinone 0.4mg/ml, at a rate of 6.2ml/hr, with a vtbi (volume to be infused) of 447ml, for a duration of 72 hours, via a gemstar pump. It was reported that approximately 60 hours after the delivery was started, the pt's wife noted that an unspecified volume of solution leaked. It was reported that the solution leaked at an unspecified location of the filter of the tubing set. During visual examination at the user facility, a puncture was noted in the filter of the tubing set. No specific details were provided. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical to this pt. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.